Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2017 with blood glucose of 165 mg/dl at the time of the incident. The customer was at 172 m/dl at the time of the call. The customer was given intravenous insulin to treat. The customer experienced symptoms such as abdominal pain, nausea, dehydration, and vomiting. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer went down to 62 mg/dl while at the hospital but declined further troubleshooting. The insulin pump will not be returned for analysis.